Event description:
Loose tibia on left leg. Porous total knee with a cemented patella-left medial tibia showed cavitation. Removed tibia. Tibial surface showed slight wear. Replaced total implants with cemented total knee implants. Other devices which were explanted. 5110-67-35 lot #73748400, 5110-40-11 lot #77499300, 5110-15-01 lot #79602600.